Event description:
The customer reported that the device intermittently failed op check for pacer and that error code 90007 was noted in the system log. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.